Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified common iliac artery. The physician advanced a 9.0mmx20mmx80cm sterling balloon to post-dilate an undisclosed express ld stent. The sterling balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with another 9.0mmx20mmx80cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device found when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).